Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the hcp was unable to aspirate the catheter during a study; the battery was not at end of life. The hcp decided to replace the catheter. No patient symptoms were reported. A follow-up report will be sent if additional information becomes available to us.